Event description:
According to the reporter: the customer reports that the device is staying stuck on the vessel however, the device was removed easily from the tissue. The clips are getting twisted when placed and damaged the vessels. The clips had fell into the pt cavity, but were retrieved. Several devices from the same lot were used to complete the procedure.

Manufacturer narrative:
(B)(4).